Manufacturer narrative:
The customer found a wire was "de soldering" on the reagent probe. The probe was replaced and qc was performed which was acceptable. It was determined the root cause for the event was most likely the issue with the probe.

Event description:
The customer received a questionable apolipoprotein b ver.2 result for one patient sample aliquoted by the modular preanalytic analyzer (mpa). The initial result was 1.02 g/l and was reported outside the laboratory. On (B)(6) 2014, the biochemist decided to run the sample on the reference method (bn-prospect) because the result was too high for this patient. The result was 0.93 g/l. He decided to do correlation with a total of 10 samples tested on the bn-prospect method including this sample. The samples were tested on all the analytical p module analyzers at the site. All results correlated except this sample with a result of 0.65 g/l. The patient was not adversely affected. The apolipoprotein b reagent lot number was 60428201. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).